Event description:
On at least three occasions, the transpac IV tubing "snapped" at the connection just proximal to the flush adaptor leaving the male connector portion within the female. The tubing was under pressure, however staff report the pressure bag was not over-inflated at the time of either incident. When the tubing separated it created the potential for an "open" system (unless either of the two distal stopcocks were turned off to the patient). It also allow fluid, under pressure, to saturate the surrounding area unless the roller clamp was quickly closed. The remaining kits, with the same lot number, were removed from stock and no further incidents have been reported.what was the original intended procedure?the specific surgery information was not reported.device #1is this a laboratory device or laboratory test?no.